Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: post-operative x-rays reveal backing out of locking screw; however, x-rays do not reveal any dislocation of art surface. There is also no additional info on surgery/pt characteristics and post-operative treatment. It is unk whether the locking screw was properly inserted/engaged into the tibial plate during surgery. Under-tightening of the locking screw could result in loosening of the screw per the surgical technique. With the available info, the exact cause for locking screw backing out cannot be determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised for a locking screw that had backed out and possible dislocation of the articular surface.